Event description:
The reporter stated that during a spinal surgery procedure, the implant broke. The surgery was completed with no harm to the pt. Surgery time was prolonged by less that ten minutes. Integra has requested additional clinical info.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.